Manufacturer narrative:
To aid in the investigation of this issue, one (1) physical sample was provided for evaluation by our quality team. Through evaluation of the sample, the needle was found bent and piercing through the needle shield. However, no cause associated with the manufacturing process can be determined for this incident. Once the shield is removed from the needle, any medication withdrawal or re-assembly of the shield (a practice which should not be done) needs to be performed carefully to avoid any risk of damage to the cannula point. Considering the technique used (recapping of the needle), we recommend using the bd eclipse smartclip needle, since this is a safety needle which is focused on needle stick prevention after use. Please contact your bd sales and/or marketing organization for assistance.

Event description:
Manipulator's left index finger pricked by a bd syringe of gallium68 during preparation in the radiopharmacy. Needle pierced the needle cap (needles can be twisted during handling and pierce the cap when it is put back on) . Immediately after the needle stick: abundant rinsing with water, measurement with the hand-foot contaminameter detecting activity in the left hand but no alert from the device as it was below the external contamination alert threshold. Observations made: needles that bend easily. Cap easily pierced. No health consequences: extremely low potential radioactive contamination. No aes (blood exposure accident) to report, this syringe has not been in contact with a patient or any other person. Date of incident: 16/08/2023. Location: lumen nuclear medicine - clb.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ - 3-piece syringe the needle point penetrated the shield. The following was translated from french to english: needle pierced the needle cap (needles can be twisted during handling and pierce the cap when it is put back on). Observations made: - cap easily pierced no health consequences: - no aes (blood exposure accident) to report, this syringe has not been in contact with a patient or any other person.